Event description:
According to the customer, the adhesive was used on an incision after an "excision for squamous cell cancer of skin" on the "left cheek" on (B)(6) 2024 and "later that evening" the patient had "bleeding".

Manufacturer narrative:
According to the customer, the adhesive was used on an incision after an "excision for squamous cell cancer of skin" on the "left cheek" on (B)(6) 2024 and "later that evening" the patient had "bleeding". The customer reported the patient was unable to get the bleeding to stop and went to the "ed" where "more adhesive" and a new dressing was applied. The customer reported the patient "is better". No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Advanced medical solutions reported this event under report number 9617175-2024-00003.